Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v007069, serial#: unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# v007069, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was lead issue. Caller stated that a number of years ago when they first got the device they pulled the lead and it needed to be replaced. No other information was provided to this event. No further complications were reported.